Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager temperature on the refrigerator was failed. There was no delay, but issue happened during the dispensing workflow. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the temperature was failed. A field service engineer confirmed that the helmer refrigerator not serviced by bd and customer will get with helmer maintenance department.